Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the unit's compressor was damaged. The compressor subject of the event was discarded by user facility personnel prior to being returned for evaluation. Without the return of the compressor, a root cause could not be determined. The steris service technician replaced the compressor, tested the unit, confirmed it to be operating according to specification, and returned to service. UDI related data clarification: the device subject of the event was manufactured prior to UDI compliance; therefore, UDI is not applicable and was not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported that the compressor to their advantage plus endoscope reprocessing system started smoking. No report of injury.